Event description:
It was reported the patient was explanted two days after receiving the scs system due to persistent pain at the lead site and weakness in the legs. In addition, the patient was also referred for work up regarding a possible bleeding disorder. Follow up on the patient status identified the weakness had improved. It was reported the physician had placed the patient in a rehabilitation facility due to lack of support in the home. It was reported the physician believed the patient had slowly developed a hematoma, and further evaluation was to be undertaken regarding possible bleeding or medical issues. Follow up identified the reported weakness issue had resolved and there was no further information reported regarding the additional evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.